Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed last error code 43520. Functional testing duplicated the customer reported issue. The cause was a faulty keypad. The keypad was replaced.

Event description:
It was reported that there was a faulty pca dose button key on the device and it also showed error 45520. There was unknown patient involvement. No patient harm/adverse was event reported.